Event description:
The pt stated she had been experiencing repeated 04 (occlusion alarms) and high blood glucose reading all week and she feels sick. She stated she received a reading of "hi" (typically >500 mg/dl) on her blood glucose monitor. Her normal range is 300-400 mg/dl. Her dr indicated her blood glucose level should be around 150 mg/dl. The pt was advised to disconnect from her site and advised to change her site and she stated she was using her last headset and was waiting on a shipment to arrive. The pt administered insulin injections per her dr's instructions to control her blood glucose readings until she changed her site. Upon follow up, the pt stated she changed her infusion set and the needle was bent. She stated she felt it was due to her insertion method. She was educated on proper insertion. She stated her blood glucose readings returned to normal after inserting the new headset. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.